Event description:
On november 4, 1999, a mallinckrodt employee was informed of an event that allegedly occurred sometime during the week of october 25th, 1999 (exact date of event unknown at this time). According to the reporter, during a "code blue," the pt was intubated and an easy cap was placed "inline with the resuscitation bag." The reporter stated "after about two breaths, the easy cap fell apart where it comes together, near the square part." The reporter further stated that "they just grabbed another easy cap and it worked just fine." There was no pt harm as a result of the event.